Event description:
I began to have serious problems with my eye (right) mid jan. On 1/24/06, I was diagnosed with fusarium keratitis. I have been using an anti-fungal eye drop (shipped from california), an oral fungal medication, and an antibiotic. I have had to have at minor surgery where glue was put into my eye to prevent perforation. My dr said I will need a corneal transplant when he's sure the fungus is gone. Over 60% loss of vision.